Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident, anticipated (serious injury: required intervention). This is a spontaneous case report received from a gynecologist/obstetrician via sales representative in (B)(6) on 23-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and had a perforation. It was reported that essure was removed via celioscopy. No further information available at the time of this report. Follow-up information received on 08-oct-2015 nca number was received: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a perforation. It was reported that essure was removed via celioscopy. The event, interpreted as fallopian tube perforation, is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, limited information was provided. Although the exact date and mechanism of perforation were not known, given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Uterine/fallopian perforation questionnaire received on 30-oct-2015 from physician: her weight was (B)(6) and height was (B)(6). Her medical history included 3 pregnancies with 2 parities and one elective abortion. Previous gynecological interventions were denied. Prior to insertion, no abnormalities were found in uterus. Essure was inserted on (B)(6) 2015 with lot number d30810. Insertion was performed during follicular phase and patient received profenid 100 and paracetamol 1g. Insertion and visualization of tubal os were considered easy. Fluid loss was less than 1500cc. Patient had no complaints immediately after insertion. On (B)(6)2015, complete perforation on right side was diagnosed; perforation occurred with coil after deployment. Essure was in medial pelvic position. No organ or intra-abdominal structure was perforated. Diagnosis was performed via CT-scan (suspicion of renal colic; abdomen without preparation). Essure on left tube was in correct position. The physician stated there were pathologic results, signs of infection and inflammation and specified them as abdominal pelvic pain and vomiting. It was reported that it was medically necessary to remove essure and it was removed because of patient request. Essure was removed by laparoscopy on (B)(6) 2015. An intraoperative finding was reported as: implant was found in small intestine loop without small intestine loop perforation. Patient recovered from the event. No further information will be available. Company causality comment this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a complete perforation in right tube, medial pelvic position of insert diagnosed a few days after essure insertion. Essure was removed via laparoscopy the day after the diagnosis. After removal she recovered from events. The event, interpreted as fallopian tube perforation, is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, although the physician stated that insertion and visualization of tubal os was easy and that the patient had no complaints immediately after diagnosis, a complete perforation on right side was diagnosed. The intraoperative finding stated that the implant was found in small intestine loop without small intestine loop perforation. Considering the nature of this event and the lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 07-dec-2015: ptc global number: (B)(4). Unique identifier: (B)(4). Expiration date: 28-nov-2017. Production date: 18-nov-2014. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-dec-2015 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a complete perforation in right tube, medial pelvic position of insert diagnosed a few days after essure insertion. Essure was removed via laparoscopy the day after the diagnosis. After removal she recovered from events. The event, interpreted as fallopian tube perforation, is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, although the physician stated that insertion and visualization of tubal os was easy and that the patient had no complaints immediately after diagnosis, a complete perforation on right side was diagnosed. The intraoperative finding stated that the implant was found in small intestine loop without small intestine loop perforation. Considering the nature of this event and the lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect.